Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 30-may-2024 ten infusion set fell off during use and infusion set is used for less than 24 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 10 of 10.